Event description:
The customer reported that the system would intermittently shut down and display a communication error message. There is no report of pt injury associates with this event.

Manufacturer narrative:
The customer canceled the service call due to their contract with a third party service provider.